Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience of bead separation as the bead had separated from the bag. Based on the description of the event and the photo provided, it is possible that the force from pulling the bag in the distal direction resulted in the stretched bag end and the bead separation. However, the exact root cause of the bead separation is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: ni. Event description: complaint 1 of 4: (B)(4) - MFR# 2027111-2024-00942. Complaint 2 of 4: (B)(4) - MFR# 2027111-2024-00946. Complaint 3 of 4: (B)(4) - MFR# 2027111-2024-00949. Complaint 4 of 4: (B)(4) - MFR# 2027111-2024-00948. Complaints (B)(4) were created to account for the two incidents reported on 20nov2024. These two complaints were provided as examples to the original report stating, "there's been a run on the dilating beads migrating causing the bag to not stay closed. It's been happening periodically over the past couple months. One time lost a tube and had to open another to retrieve." Account manager reports two additional incidents in which inzii products malfunctioned. It was reported that in one case, bile leaked as the specimen was pulled through the incision. In another case, a tube fell out and could be related to cd003. The staff and doctor acknowledged that there¿s been no issues with the cd001 until recently. Complaints (B)(4) were created to account for the two incidents reported on 20nov2024. Additional information obtained from account manager on 20nov2024 via phone case complaint (B)(4): the procedure is unknown. The device was a cd003. The event date is unknown. The lot number is unknown. The tube fell out. Per hospital policy, none of the devices will be returning back to amr. Intervention: ni. Patient status: no injury or illness occurred.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: complaint 1 of 4: (B)(4). - MFR 2027111-2024-00942. Complaint 2 of 4: (B)(4). - MFR 2027111-2024-00946. Complaint 3 of 4:(B)(4). Complaint 4 of 4: (B)(4). Complaints (B)(4). And (B)(4).were created to account for the two incidents reported on 20nov2024. These two complaints were provided as examples to the original report stating, "there's been a run on the dilating beads migrating causing the bag to not stay closed. It's been happening periodically over the past couple months. One time lost a tube and had to open another to retrieve." Account manager reports two additional incidents in which inzii products malfunctioned. It was reported that in one case, bile leaked as the specimen was pulled through the incision. In another case, a tube fell out and could be related to cd003. The staff and doctor acknowledged that there¿s been no issues with the cd001 until recently. Complaints (B)(4). And (B)(4).were created to account for the two incidents reported on 20nov2024. Additional information obtained from account manager on 20nov2024 via phone case complaint (B)(4).: the procedure is unknown. The device was a cd003. The event date is unknown. The lot number is unknown. The tube fell out. Per hospital policy, none of the devices will be returning back to amr. Intervention: ni. Patient status: no injury or illness occurred.